Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to an unknown cause. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of backup (bvvi) mode was confirmed. Based on the information provided, it was determined that the device experienced a power on reset (por). The root cause of the por was unable to be determined with the information provided.